Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicated patient underwent surgical intervention where the ipg was replaced and therapy restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3 - date of event is estimated.

Event description:
It was reported that the patients ipg was unable to communicate with external devices and was deemed inoperable. Surgical intervention may be taken at a later date to address the issue.